Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated, despite attempts with multiple programmers. Device data was sent to rhythmcare for review. Data analysis confirmed this s-ICD was exhibiting premature battery depletion associated with increased power consumption. This device remains in service. No adverse patient effects were reported.